Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states customer reports unit would not dock and the would alarm battery low while docked. Unable to duplicate the battery issue the customer experienced. With unit fully docked the battery charge cycle begins. Removed and replaced 8 yr nvram as it would come due before the pm for customer is due. Installed b.17 software as required. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit was not properly docking with cart. There was no patient involvement.